Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood sugar levels and diabetic ketoacidosis (dka) on (B)(6) 2025. It was also reported that the patient went to emergency room (ER) and subsequently got hospitalized for more than 24 hours on (B)(6) 2025 around 8 pm and received IV (intravenous) drips and manual injections. The patient had elevated blood sugar levels which was 383 mg/dl while admitting the hospital and experienced symptoms such as feeling sick/unwell, tried/weakness and increased thirst, vomiting and main reason for hospitalization was high blood glucose levels and diabetic ketoacidosis. The patient had ketones and the infusion set was in use for one day. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-02746), was submitted on 05-mar-2025. However, based on the investigation on 18 -jan -2026 and clinical review performed on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the unomedical products . Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.